Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR will be submitted if additional information is received. As of (B)(6) 2022, a system log review cannot be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax. As a result, the physician elected to abort the procedure. A chest tube was placed to resolve the pneumothorax and the patient was hospitalized overnight observation. The patient has been discharged home. The cause of the complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported during an ion endobronchial biopsy procedure, a patient developed a pneumothorax that potentially caused a minor fissure. Per the physician, "the nodule was in a very difficult position - just sitting in the top of the minor fissure. The physician believed "the integrity of the minor fissure was not complete to start with." The nodule was located in the right lower lobe (rll)/minor fissure. The physician reported the main reason the pneumothorax occurred was due to the difficult position of the nodule (attaching to the minor fissure between right upper lobe (rul) and rll. The physician believed the pneumothorax would have likely occurred via another modality. Once the second pass was started, the physician noticed the pneumothorax on the fluoroscope; therefore, the procedure was terminated and immediately a chest tube was placed (size 14 f) while the patient was still intubated. The initial size of the pneumothorax was 2 cm. According to the physician, the patient was "fine" and stayed overnight in the hospital for observation. The chest tube was removed and the patient was discharged home in stable condition. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.